Manufacturer narrative:
Implanted date: year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had an intrastent max ld implanted in 2015. Approximately 4 years post implant, the patient required an intervention for increased rv pressures. Transcatheter pulmonary valve and pre-stents are located retrosternal with direct contact to sternum on full length of the stents/valve. Several stent fractures grade ii (nordmeyer) were noted, and the inner lumen of valve/stents was oval. The valve and stents were pressed against the sternum inducing stent fractures. The valve was reported to be competent, but flow through the valve was reduced, most likely due to a stent fracture and proximal flailing of stent and valve tissue components into the lumen. The intrastent max ld was confirmed as fractured. Three non-medtronic cheatham platinum (cp) stents were implanted and dilated up to 24mm and then followed by a new valve. No further injury reported.

Manufacturer narrative:
Image review: six cine images of a short length intrastent were received in medtronic investigation lab for evaluation. In the images, series of stent struts adjacent to bridge connecting struts are visibly fractured. A seventh image from the medtronic web page for intrastent is provided for reference use only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the minor vessel damage with minor bleeding was not caused by the fractured max ld stent as it had not fractured and is suspected to be related to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there are no plans in the future to remove the fractured intrastent max ld; however, it is noted that will be only removed at the next open-heart surgery operation, which is not planned or scheduled yet. Minor vessel damage with minor bleeding occurred about two months after the procedure, but no vessel damage was recently reported 5 years after the procedure. The patient is currently doing well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.